Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is now reportable for serious injury.

Event description:
Follow up information received from the patient reported that both their neurologist and the manufacturer representative (rep) looked at and adjusted their device. It was stated that neither could get the device to completely reduce tremors in their left hand. The return of tremors has not been resolved, and a device replacement is planned. Additional information received from a healthcare professional (hcp) reported an elective replacement indicator (eri) error code as of (B)(6) 2017. It was stated by the patient that a manufacturer representative (rep) came to the office of the hcp and "fiddled around" with the device/got it working, but not like it should. The rep mentioned that if it were up to them they would replace the device

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient¿s therapy is just not working well. The patient reported still having tremor even though the device is on. The loss of therapy is reported to have started in late 2015. The patient reported that they have fallen a lot in the past, starting in 2013 with a ¿bad fall¿ happening (B)(6) 2016. There was no allegation that the device caused the falls, nor an allegation that it affected the device. A manufacturing representative worked on the settings of the device for the patient and got the tremor control a little better, but not all the way. The patient is having a new device implanted on the other side, and the manufacturing representative recommended that the patient have this device replaced at the same time since they are going into surgery anyway. The patient didn¿t make any indication they were planning on doing that at this time.

Event description:
Follow up information received from the patient reiterated that the neurologist monitored and adjusted their device for the last 3 years. It was stated that the rep attempted to adjust the device but was not successful in resolving the device not working well issue. The rep recommended that the patient replace the device. The patient's tremor has not been resolved and they intend on replacing the device. They are tired of shaking and not being able to eat without spilling food on their clothes. The patient confirmed that the unit has not worked well for over 16 months, and at the time the rep checked the device they were having to leave it on all the time for about 4 month.